Manufacturer narrative:
The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). A device from possible lot numbers 24098w or 261764w is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, a leak was noted form the outlet port of the filter of the tubing set. Though requested, no additional information was provided.